Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard had failed. A technical support specialist reinstalled the drivers for the keyboard, rebooted the station to resolve the issue and confirmed with the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a keyboard failure. The customer reported that the keyboard keeps getting stuck on the letter w. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.